Manufacturer narrative:
Site dr. (B)(6) declined to provide patient information. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.  A medtronic representative, following-up at the site, was told the misplaced screws were corrected in surgery and no specific measurement, or direction, of the alleged inaccuracy could be provided. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the reference frame was "displaced and all four screws were out of bounds". The misplaced screws were corrected in the surgery. No further details regarding this issue, or specifically when it occurred, were provided. No specific measurement, or direction, of the alleged inaccuracy was provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, tested the instrumentation and opted to replace the navlock universal gray tracker and navlock universal violet tracker. There was no reported damage related to these instruments. Investigation of returned suspect navlock universal violet tracker and navlock universal gray tracker finds that both trackers were found to be in good condition with no apparent physical damage. With a known good awl tip inserted and markers attached, the trackers returned good geometry and divot error readings. No problem found. The reported event could not be duplicated by medtronic personnel.